Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient had a hinged knee replacement around (B)(6) 2018. At the end of (B)(6) 2020, started to experience extreme pain, and was unable to walk on the leg with the knee replacement. Area was warm to touch and tender. Infection was ruled out and CT with contract showed a crack in the metal knee replacement. A complex surgery will be indicated to fix the issue.